Event description:
During baxter's device eval, the device was found to have no audio capabilities. There was no pt involvement.

Manufacturer narrative:
MFR ref number (B)(4). The device was evaluated by baxter. The eval confirmed the no audio, caused by a failed printed circuit board. The failed printed circuit board was replaced.